Manufacturer narrative:
Pt info: information not provided/ not available. If implanted, give date: information not provided/ not available. If explanted, give date: information not provided/ not available. Initial reporter: first/given name: full name not provided. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that a patient developed tass (toxic anterior segment syndrome) with an intraocular lens (iol) and was noticed during a post-operative (op) exam. Lens was fully inserted and remains implanted. Patient status is unknown and it is unknown if daily activities are significantly affected as patient is still on treatment. There was no vitrectomy, incision enlargement, or sutures required. There was no delay in procedure. Medication was prescribed and direction for use were followed. Patient information cannot be provided due to personal data privacy legislation/policy. No further information has been provided.